Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Customer reported that when attempting to place variax distal radius 16mm locking screw into patient, the screw kept spinning and the threads were worn.